Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the cannula had a leak. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for cr 10/17

Event description:
According to the reporter, during the patient's dialysis, the doctor found that there was blood leak from the tunnel entrance, the catheter was broken near the kraft (cuff/sleeve/near the tip of the tube) which was near the blood vessel. Angiography was done during surgery and it was a step in the operation. The catheter was still complete, not divided into several parts and no pieces. No other defects/damages found on the product where the leak was observed. Flushing was done on the device prior to use and the result was normal. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The catheter was not repaired, no cleaning agent used on the device, no tego utilized, and no luer adapter issue. The insertion site was not treated prior to product placement. Blood transfusion was not required. They extubated, replaced the product and reinsertion/reoperation was done with the new catheter of the same brand and lot on the same day as intervention to resolve the issue. The new catheter was used successfully and the procedure was completed. The patient was stable. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the patient's dialysis, the doctor found that there was blood leak from the tunnel entrance, and the catheter was broken near the kraft (cuff/sleeve/near the tip of the tube) which was near the blood vessel. Angiography was done during surgery. The catheter was still complete, not divided into several parts and no pieces. No other defects/damages were found on the product where the leak was observed. Flushing was done on the device prior to use and the result was normal. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The catheter was not repaired, no cleaning agent was used on the device, no tego was utilized, and no luer adapter issue. The insertion site was not treated prior to product placement. Blood transfusion was not required. They extubated, replaced the product and reinsertion/reoperation was done with the new catheter of the same brand and lot on the same day as intervention to resolve the issue. The new catheter was used successful ly and the procedure was completed.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the cannula was found to have a leak. It was reported that there is a leak on the catheter shaft. The reported issue was confirmed. The most likely cause was traced to a maintenance issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.